Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) sensing was defective. The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment. An operation test with a test console was carried out to confirm the current situation on acceptance. The content issue could not be confirmed, but the main board was replaced as a precautionary measure. The main board was replaced and calibrated, calibration of the pacing output, sensing sensitivity, rate, and internal circuit was performed. All functions and performance tests were performed on the test console to confirm that operation was normal. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.